Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 9.1-9.4cm, 10.0- 10.6cm, and 30.5-33.8cm from the helix, consistent with friction to another device or physiological structure. The etfe coating was intact. An internal insulation abrasion under the rv shock coil was noted at 4.1-4.2cm from the helix. The etfe coating was intact at this location.